Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submit. Device not returned.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Blood glucose was not impacted. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.